Manufacturer narrative:
There were no devices returned for engineering analysis. The results of an internal device lot history review found no issues or non-conformances. (B)(4).

Event description:
The reason for this MDR is to report an adverse event that occurred in (B)(6). A thromcat xt thrombectomy catheter was used in rcx to treat total occlusion with thrombus, after first run, a dissection was observed in the area of the stenosis. The dissection was repaired and the pt recovered from the procedure successfully.